Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer had high blood glucose levels (280 mg/dl). During recent days, the pump displayed e10 errors several times indicating the cartridge change function was not correctly performed. The customer vomited, had dry mouth, ketoacidosis. Customer remained conscious. She went to the hospital where she was admitted (blood glucose level 315 mg/dl). The customer received a perfusion for 3 days. At the moment, the customer is still at the hospital. A request was made for the return of the device.

Manufacturer narrative:
The customer did not solve the e10 errors according to the user's manual. In addition, occlusion errors were found in the pump history on the date of the event. When the occlusion error occurs, the pump switches from run mode to stop mode, and insulin is not delivered. These errors were also not solved correctly.